Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and observed the brackets on the reagent carousel that keep the reagent bottle in place were not properly positioned and secured. The fse corrected the positioning and secured the reagent brackets to resolve the issue. (B)(6). (B)(4).

Event description:
A customer in sweden reported the generation of erroneously high and low creatinine patient results on their au680 chemistry analyzer. The erroneous results were reported out of the laboratory. The treatment for one patient was affected. The patient's diuretic medication was withdrawn as a result of false high creatinine result. The diuretic medication was re-administered upon notification of the false high creatinine result. There was no medical harm to the patient.